Manufacturer narrative:
A ge oec service rep investigated the issue and found that the fluoro functions board lost node 40 from the arcnet several times. The flash was erased and reloaded. The software was corrupted which necessitated the replacement of the hard drive. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had a collimator iris that would close down during procedures. A reboot would recover and allow the procedure to continue.